Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator (ICD) to restore normal parameters. The patient status was stable.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). No changes were reported. The patient status was unknown.